Event description:
Report received states, "the bottom connector disconnected from the giving set. Once while on pt." Per reporter event observed "before and during" use. No report of pt injury or medical intervention. Although attempts were made to obtain additional info, none was provided.